Event description:
The device was returned for evaluation. Device was powered on and a known working cassette was loaded, but device was unable to recognized the cassette was installed. Device was separated to investigate cabling going to the set ID and the main pcba board. Set ID flex cable was reseated. After the device was put back together the cassette was loaded back into device and was being recognized again without any issues after unloading and reloading the cassette.

Event description:
Customer reports the following: "tubing set not recognized. Cleaned pins and sensors and tried multiple cassettes. No patient harm." Preliminary review indicates that this was a av actuate sw issue, which stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.